Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "capsule moderately constricted and grade ii". Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary- the device related to the reported event of rupture and capsular contracture was received on jun 05 , 2025, with lot number 2020908. Based on the product analysis performed, the assessments of the complaints are: - rupture: observed, broken assessed as unidentified (tear) opening. - capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "capsule moderately constricted and grade ii". Patient undergone capsulectomy. Device has been explanted and replaced.